Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail center arm assembly damaged causing the siderail not to latch. See scanned page. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The tech replaced the center arm assembly to resolve the issue. Based on the info, no further action is required.